Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the device. Provocative testing was performed, and the lead noise was reproduced. No intervention has been performed at this time. The patient was stable with no consequences.